Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 256 mg/dl at the time of the incident. The customer had two high blood glucose event before. The customer reported that they do not feel okay for troubleshooting. The customer mentioned to have the first high blood glucose event last christmas that made him go to the emergency room. The customer reported that the tubing was kinked. The second high blood glucose event was last june and they reported another kinked on the tubing. The insulin pump will not be returned for analysis.